Event description:
The customer reported being hospitalized due to high blood glucose of 571 mg/dl. The customer was experiencing unexplained high glucose for three days. The customer stated that the infusion set was not changed to resolve the issue. Troubleshooting was not performed as customer did not have the insulin pump with him. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.